Event description:
Customer reports of receiving a recall notice regarding button pressing error. Customer's blood glucose at the time of call was 119 mg/dl. Customer states insulin pump was delivering insulin without boluses being programmed. As a result, customer had a seizure while asleep and reports to have been hospitalized on (B)(6) 2014 with blood glucose between 40 mg/dl and 50 mg/dl. Customer was hospitalized due to hypoglycemia. Customer states insulin pump only stores about half her reading. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All buttons function properly. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no damage to keypad traces noted during our visual inspection.